Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. It was noted that the caller had previously reported similar alarms with the same pump serial number. Due to the patient's warranty expiration, the issue was directed to the sales department for further assistance.